Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/05/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/22/2015 with the following findings: a review of the pump¿s black box data revealed no cartridge detected and loss of prime warnings due to zero force. The pump failed to detect the cartridge during the load cartridge step while performing the prime sequence. The force sensor calibration did not measure within specifications. The pump was opened and a pin on the force sensor flex was found to be damaged.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was not priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.